Manufacturer narrative:
There was no donor involved in the incident. The cable has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined

Event description:
On (B)(6) 2020 haemonetics was notified of a burnt front panel dist cable on a pcs®2 plasma collection system.